Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the tip broken off. The broken fragments were not sent back for inspection. Due to damages, relevant dimensions of the broken tip could not be verified. The fracture face is homogenous which indicates material conformity. It is visible that the tip was twisted counter clockwise before breakage, which indicates a mechanical overload during the loosening of the locking cap as stated in the complaint description. Product development evaluation reveals approximately 4.5mm of the distal tip has sheared off the t25 driver. The failure pattern shows a distinct 45deg counter-clockwise helical shear path consistent with the application of excessive loosening torques. It was determined that a matrix 10.0 nm torque-limiting handle was not utilized with the t25 driver in question. The complaint description confirms this determination. This allowed an application of torque well over the recommended 10.0 nm, causing the t25 driver to shatter in a manner consistent with x15 stainless steel materials. The matrix technique guide illustrates the proper method of tightening/loosening a matrix locking cap using a 10.0 nm torque-limiting handle. In order to cause a t25 driver to fracture, torques in excess of 15 nm must have been applied. Since this is impossible to achieve with a matrix 10 nm torque-limiting handle, the damaged instrument is indicative of the instrument being utilized in a manner inconsistent with the recommended technique. Therefore, this complaint is considered invalid from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during a minimally invasive l4-s1 lumbar fusion the matrix screw technique was followed to final tighten the screws. The surgeon proceeded to adjust the rod on the patient¿s right side. The locking cap at l5 would not loosen with the straight handle screwdriver. Next the t-handle screwdriver and counter-torque were used; this also would not loosen the screw. The surgeon attempted to loosen the locking cap with the technique described in the matrix technique guide with the torque handle and counter torque, the surgeon was unsuccessful. The technique with the simple persuader was then used along with ratchet t-handle and straight tip driver at which the ratchet driver failed under the force applied. A new handle was then put on the straight tip driver and the surgeon tried again. The straight tip screwdriver broke near the tip under the high force which was applied. Two small pieces of screwdriver tip were retrieved and appeared to be all accounted for. The patient was unharmed. The surgeon then decided to forgo further attempts to loosen the locking cap. This is 2 of 10 reports for the same event.

Event description:
This is report 2 of 10 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 2 of 10 for complaint (B)(4). (B)(4). Placeholder.